Manufacturer narrative:
Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No over delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 29 mg/dl at the time of incident and 298 mg/dl at the time of call. Customer¿s other blood glucose level was 43 mg/dl, 57 mg/dl, 49 mg/dl and 156 mg/dl. The customer did not provide details on symptoms related to the low blood glucose level episodes. The customer treated with the food and glucose tablet. Troubleshooting was done for low blood glucose level. Customer was uses the auto mode. Customer stated that the based on customer report customer allege insulin pump was over delivering. The insulin pump will be returned for analysis.